Manufacturer narrative:
Additional device listed in this report: cat# : unknown, lot#: unknown, description: unknown v40 ceramic biolox delta head. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
In the journal of arthroplasty "early outcomes of revision surgery for taper corrosion of dual taper total hip arthroplasty in 187 patients" by dimitris dimitriou et al, it was reported that 3 patients had altr recurrence, debridement of pseudotumor and femoral head exchange.